Event description:
Related manufacturer reference number:2017865-2022-00722. It was reported that both the right atrial lead and right ventricular lead dislodged. The leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were twiddlers and lead dislodgement. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.